Manufacturer narrative:
(B)(4) initial emdr submission. Device problem code: a2301. Patient problem code: f26. No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Description of the problem (what / why): catheter was damaged by a cut. How often did the defect occur: once. Medical intervention (other than first aid): not required. Needle stick/probe stick: not required. Other measures taken: yes. Safety problem: no. Problem solved yes. How was the problem resolved / additional information: valve change. Photo / sample available no. Safety valve broken / damaged / defective: no information / not applicable. Safety clamp open if valve broken. / damaged. / d.. No information / not applicable. Safety valve lug broken / damaged: no specification / not applicable. Locking tab broken / damaged: no indication / not applicable. Leakage: no indication / not applicable. Successful drainage: yes. Contact with blood / body fluids no indication / not applicable. Change in course of treatment due to event: no indication / not applicable. Where is the catheter located: in the abdomen or chest? Chest. Connected device (pleurx/peritx/brand): 50-7050. Procedure performed by: ewimed employees. Performed in: hospital. Additional information: none / not relevant. 12 september 2023 - received answers: please provide a further description of the issue "catheter was damaged by a cut". Valve was cut off. Was catheter damaged because of user error/ handling? Yes, by a nurse , she did not know how to handle it very well before. - what was the impact to the patient? Valve change. Is there a photo or sample available showing the reported issue?: no. Lot number associated with reported issue. Not known.